Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high voltage lead impedance on the right ventricular (rv) lead. Tech services were contacted and no changes were made. The patient was in stable condition.